Event description:
The pt was implanted with the plate in 2000. It was noted fractured during a routine x-ray on 9/7/2000. The surgeon has no plans to remove the plate at this time and plans to continue treatment through collar immobilization.